Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor heart rhythm of an unresponsive, male patient the device inappropriately shut down and failed to power on. Complainant indicated that the pt was soon transported to the care of the local emergency room and was successfully revived.